Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery and they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer treated by changing set and gave himself a bolus. Customer states using none out of box had to change tubing and same thing was not getting insulin and changed tubing again got no delivery seem to be working now and if happens again kind of out. Customer declined troubleshooting for no delivery and high blood glucose. The insulin pump will not be returned for analysis